Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that a shaft break occurred. A 3.00 x 38mm synergy xd balloon expandable stent was selected for use. The synergy xd broke was it passed through the introducer valve. No patient harm resulted in relation to this event.